Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k the tube did not fill completely. The following information was provided by the initial reporter. The customer stated: "unable to draw blood."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2021-12-17. H6: investigation summary: bd received 1 used sample for investigation. The sample was evaluated by visual examination and no defects rendering the device unusable could be observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and 12 retention samples were evaluated by functional testing, each checked for clogged cannula and leaks, and no issues were observed relating to unable to draw blood as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to draw blood. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® edta 2k the tube did not fill completely. The following information was provided by the initial reporter. The customer stated: "unable to draw blood."